Manufacturer narrative:
Review of provided data revealed - the device was manufactured on 03 may 2022. - on 22 jan 2024, the battery voltage was measured at 2.95v. - in order to check the device before a potential implantation, charge tests were performed on (B)(6) 2023. At this time, the shocks should have probably been temporary activated then de-activated. This action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. - it should be noted that the battery voltage is sensitive to temperature. - the device was received for analysis and stored at 37°c, and after 6 days, the battery voltage was measured at 3.04 v. - the battery curve is consistent with the switch into the specific mode on(B)(6) 2023, and fluctuating storage temperature. - no issue is suspected on this device.

Event description:
Reportedly, during the implantation of the device in question with expiry on (B)(6) 2024, upon interrogation of the device with smart touch it presents a voltage of 2.95v. Therefore the device has not been implanted.

Event description:
Reportedly, during the implantation of the device in question with expiry on (B)(6) 2024, upon interrogation of the device with smart touch it presents a voltage of 2.95v. Therefore the device has not been implanted.

Manufacturer narrative:
This case has been reopened following further investigations: the device was manufactured on 03 may 2022. - on 22 jan 2024, the battery voltage was measured at 2.95v. - in order to check the device before a potential implantation, charge tests were performed on (B)(6) 2023. At this time, the shocks should have probably been temporary activated then de-activated or another reprogramming. One of this action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. - it should be noted that the battery voltage is sensitive to temperature. - the device was received for analysis and stored at 37°c, and after 6 days, the battery voltage was measured at 3.04 v. - the battery curve is consistent with the switch into the specific mode on (B)(6) 2023, and fluctuating storage temperature.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the device in question with expiry on 2024/11/03, upon interrogation of the device with smart touch it presents a voltage of 2.95v. Therefore the device has not been implanted.